Event description:
It was reported by a customer in the USA that, during pt use, the ht70 ventilator exhibited an error code "system error", and the device alert light was lit. The unit could not be turned off. During this time, the alarms could not be silenced, and the screens could not be changed. After rebooting the ventilator, a review of the event log showed a date of (B)(6) 2006. The pt was switched to another ventilator. There was no reported pt injury.

Manufacturer narrative:
Covidien received the ventilator for investigation and repair. The failure investigation engineer was unable to duplicate the customer's reported malfunction. On the data reset, it was reverted to (B)(6) 2006. The coin battery was replaced, and the software was upgraded to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).